Event description:
Philips received a complaint from the customer that the v60 ventilator had check vent errors displayed. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) reported that the customer has a v60 ventilator that was alarming with a bunch of codes. The customer reported that they originally had a flow issue, and as a result, the flow sensor assembly was replaced, and the issue was resolved. The customer then claimed near the end of the testing, they heard some noises coming from the blower assy. The customer then replaced the blower assembly; however, in order to replace the blower, the lower the front panel was removed, the speaker and motor controller (mc) pcba were disconnected. The customer then reported that when everything was put back together, it was stated that the following codes were displayed - 1007, 1115, 111b, 1127, 1118, 1105, 1104, and 1107. The rse recommended checking the pins on the mc pcba and reseat the board properly. The customer reported that when testing a different power management (pm) pcba board, and the issue was resolved. The customer reported that the device was returned to service.